Event description:
The customer reported being hospitalized for dehydration and high blood glucose of over 400 mg/dl. The customer stated that she kept drinking a lot of water, but she kept vomiting. The customer continued blousing, but she was not able to control her high glucose. The customer stated that she was released friday night and came back to the hospital on saturday. The customer stated that when she removed the infusion set from the insulin pump and tried to prime manually with the plunger, she noticed that insulin was leaking from the top of the reservoir. The customer stated smelling insulin in the reservoir compartment. Troubleshooting was performed. Ran a self test and the device passed the test. The customer stated while trying to prime the insulin pump did not detect the reservoir, and the device did not show any number and insulin was not exiting. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.